Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly, the charging supplies were able to successfully charge another device. The customer¿s blood glucose (bg) level was 58 (mg/dl) at the time of the report. The customer stated the low bg level was due to recent lifestyle changes and the customer was working with the healthcare provider to adjust the pump settings. Reportedly, the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.